Manufacturer narrative:
Visual inspection shows that the shaft is bent and the weld joint is cracked. The device will be sent for further assessment.

Event description:
During the saphenous vein harvesting procedure, the image on the endoscope was blurry. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.